Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 27 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose. Troubleshooting on the insulin pump was performed. Customer experienced a weak signal alarm due to insulin pump being next to the transmitter. Customer made proper adjustments based on their frequent low blood glucose levels.